Event description:
No flow was detected through the cannula after insertion. Product inspection during bypass noted the hub end appeared clogged. The device was replaced during the case with no patient complication reported.